Event description:
The patient decided to have the system removed. The patient had a st. Jude 7120 lead that had high thresholds but this was not the reason for extraction. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).